Event description:
Bilateral patient. Litigation alleges that patient experienced severe pain and discomfort, swelling in her leg, and difficulty sleeping.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- bilateral patient. Litigation alleges that patient experienced severe pain and discomfort, swelling in her leg, and difficulty sleeping. Update: 10/19/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the reason for revision on both sides was loosening of the cup and alval. Records are available for further review. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (left hip), doi: (B)(6) 2010 - dor: (B)(6) 2011 (right hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A review of the device history report for 121887456 lot number 2888064 did not reveal any anomalies regarding the reported event against the provided product and lot combination. A search of the complaint database found no prior reports for the remaining reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.